Event description:
The hcp reported that the patient presented to the hospital with "increased tone and early signs of withdrawal". A catheter dye study was performed through the catheter access port. The hcp had difficulty aspirating so they pushed the dye through as the patient "could use a therapeutic dose" . The catheter access port study was negative for any problems and showed good perfusion intrathecally. The concentration of baclofen was changed from 4000 mcg/ml to 500 mcg/ml in order to assure accurate concentration. A priming bolus was programmed, as they thought the catheter and pump tubing would have been cleared with aspiration of the cap and the dye study. The patient received an unknown dose of baclofen with that bolus. One hour post bolus the patient was starting to feel better, noting a decrease in tone. Two hours post bolus the patient was "normal". 3-4 hours later the patient was very lethargic and showing signs of overdose. The patient was placed on a bipap machine and was being monitored.